Event description:
The customer reported that her blood glucose (bg) level was 494 mg/dl while at work and that it rose to 500 mg/dl a short time later. When she removed the pod, she noticed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.